Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date unavailable at this time. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
Information was received from a health care professional via manufacture representative about a navigation system's solera driver used in a sacroiliac and thoracolumbar procedure. It was reported that the tip of the driver broke off. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver had been broken off. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.